Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope tested positive for microcpccus spp. In the biopsy channel for 63 cfu/100 ml. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 colony forming units (cfu) of microbes were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The physical device evaluation finding was as follows: the distal end, light guide rod lens was cracked; the distal end, lens glue was porous; the charged coupled device cover lens glue was porous; the suction cylinder was scratched; the key pop 1 had a pin hole; the upward/ downwards and right/left angulation was not to specified value and the biopsy channel had wear and tear. Once the investigation has been completed, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h10 of the initial report. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.